Event description:
It was reported that a pump keypad "double taps and some keys inoperable."

Manufacturer narrative:
(B)(4). Sigma evaluated the device in question. All keys (other than the 1st and 2nd soft keys) were found to be inoperable. The evaluation also observed an automatic and constant output of the 4th soft key caused by a failed I/o pcb. This condition does not allow the user to program or start an infusion.